Manufacturer narrative:
Verification is not possible. This is a packaging issue. Product was returned, but packaging materials were discarded by the hosp. Root cause is not applicable and corrective action not indicated. Depuy considers the investigation closed at this time.

Event description:
During surgery, the o.r. Tech opened the box and pulled down the outer seal, the implant should have still been sterile inside the inner seal but when the o.r. Tech went to take the implant from the outer seal it fell to the floor, 1 side of the inner seal was open.